Event description:
It was reported that there was an incident with a powerpicc solo2 - reference (B)(4), batch number rejs3694 - exp 30/04/2026. The patient reported pain on piccline during his weekly injection of medication. An x-ray was requested but the image was poor and could not be interpreted. On returning home, the patient noticed the spontaneous appearance of a painful oedema on her left arm. The anesthetist confirmed that the piccline had broken, this time clearly visible on imaging. The interventional radiologist ablates the piccline with a lasso and removes it in its entirety (40cm). He also confirmed that the drug had spread to the left upper limb. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.